Manufacturer narrative:
It was not known if the initial reporter sent report to the FDA.

Event description:
The user stated they had one patient plasma sample that had an initial sodium result of 140 mmol/l. The sample was repeated on two other analyzers and recovered 128 mmol/l on each. The patient was unaffected by this issue as the initial result was immediately questioned without being released. After the issue occurred, the user replaced the ise internal standard, ise diluent and kcl reagent and performed daily maintenance. The user refused a service visit and stated they had no further issues following the maintenance they performed. The lot number of the sodium electrode was not provided.